Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The drive support disk was inspected and no anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm were noted. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 489 mg/dl. The customer stated that she was admitted to the hospital for her high blood glucose readings. The customer had symptoms such as heart ache, heavy feeling, being flushed, and thirstiness. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be protruded. The customer was advised to confirm the accuracy of basal rates. The customer was advised to contact her health care provider for the correct settings.